Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2013; dtmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible superior vena cava (svc) coil issue, and the svc had been previously turned off. In addition, intermittent low impedance, non-physiologic oversensing, and increased sensing integrity counter (sic) were all observed. The lead remains in use. No patient complications have been reported as a result of this event.